Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the lead pin was difficult to visualize beyond the device set screw so the set screw was backed out several times and was dislodged from the device barrel. The grommet was removed from the device to get the set screw back into position and tightened down. The grommet was placed back in the device and some medical adhesive was used to seal the grommet hole in case the grommet was damaged during the process, but it was thoroughly inspected. The device remains in use. No patient complications have been reported as a result of this event.